Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
The trial body broke in half in the process of being removed from patients femur.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A zmr cone body was returned for evaluation. As returned, the device is fractured into two pieces. The dimensions were conforming to print specifications, where measured. Damage is too severe for a complete dimensional analysis DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.